Event description:
During a ptca/rotational atherectomy/stenting procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and 90% stenotic lesion in the rca. A 6f heartrail jr4 guide catheter, a athlete gt soft guide wire, a cypher stent and an encore inflation device were also used in the procedure. No pt injuries or complications were reported.